Manufacturer narrative:
The investigation into this event is currently in process. A review of the manufacturing records was conducted. The review of the manufacturing records verified that the lot was processed normally and all pre-release specifications were met.

Event description:
The patient presented with stenosis of an existing arterio-venous graft in the arm. The lesion was pre-dilated. A 6x10 viabahn device was advanced and positioned at the target site. The physician pulled on the deployment line and suddenly the deployment process halted. The endoprosthesis was partially deployed, expanded and the line was stuck. The physician pulled the device back to the sheath and removed it from the patient. The procedure was completed implanting another viabahn device without any adverse outcome for the patient.